Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung stain. There is no report of the medical intervention that the patient has received at this time. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged cough, mucus and lung stain. There was no report of the medical intervention required by the patient. In the initial report, section h10 was marked incorrectly. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of slight black contamination at the blower seal of the blower box, keratin contamination, white and black unknown contamination (dust like) and some very small potential hairs at the air input of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 instances of e-53, 17 instances of e-105, 1 instance of e-250 and 3 instances of e-130 on the error log. The manufacturer concludes the contaminates found were consistent with slight black contamination at the blower seal of the blower box, keratin contamination and white and black unknown contamination (dust like) and some very small potential hairs at the air input of the blower box inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung stain. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.